Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.